Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. Secondary findings were observed, such as a scratched ui panel and a damaged control dial. The device circuit board was damaged. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer received information from a third-party service center during the device evaluation that the circuit board was damaged. There was no patient harm or injury. During the evaluation of the device at the third party service center, the device was visually inspected, and no visible foam particles were observed. No secondary findings were observed, there was 1 error code found. Pcba and electrical damage, scratched ui panel and a damaged control dial were identified. The device circuit board was damaged. The device was scrapped.